Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, flat creases, wear abrasion, around 0-25% of the shell is missing. A microscopic analysis was performed which identified, broken shell with sharp edge, where is localized stresses induced in anterior. A curved sharp opening on bladder. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: broken shell with sharp edge, where is localized stresses induced assessed, as surgical impact. A sharp opening assessed, as unidentified (tear) opening. Missing shell that is assessed, as inconclusive.

Event description:
Healthcare professional reported, a left side "rupture". The device has been explanted.

Manufacturer narrative:
Additional information: a.4.

Event description:
Healthcare professional reported a left side "rupture." The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/16/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture." The device has been explanted.